Event description:
Report received from (B)(6) returning the device for service. During service, hose damaged was found. The device was used during surgery. No pt or user injury reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).